Event description:
Procedure: vats. Patient sex: unk. Reportedly, when the device was fired it locked on tissue. Another similar stapler was used to fire around the other and cut it loose. The surgeon reported that there was no patient injury.